Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer¿s blood glucose level was 299 mg/dl. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery multiple times and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to confirm self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test. All operating currents are within specification due to blank display. Unable to confirm battery out limit alarm due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and broken belt clip slot.